Event description:
It was reported that the device had this is the 3rd time this device has been returned for service. Please reference case #(B)(4) for additional information. Device doesn't connect to the server; it does connect to wifi. Logic board needs to be replaced. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.